Event description:
It was reported that shortly after implant, the atrial lead exhibited a loss of capture and intermittent sensing. Oversensing was also seen. The right ventricular (rv) lead was found to not be fully seated within the device header block, and the atrial lead was found to be dislodged, and was 'floating' in the right ventricle. The rv lead was retested using the analyzer, and was found to be functioning normally. The lead was reconnected and remains in use. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.